Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -07.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. The lens was removed and exchanged with a same size, similar (sphere/cylinder/axis) lens due to refractive surprise overtime on (B)(6) 2019. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -7.0 diopter was implanted into the patients left eye (os) on (B)(6) 2018. Refractive surprise was noticed on (B)(6) 2019. On (B)(6) 2019 the lens was removed and exchanged with a same model, same size, different diopter lens due to refractive change over time. The exchange resolved the problem. Claim# (B)(4).

Manufacturer narrative:
Additional information: device evaluation: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. (B)(4).

Manufacturer narrative:
Corrected data: b3- date of event in initial MDR is corrected to (B)(6) 2018. B5-the reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -7.0 diopter was implanted into the patients left eye (os) on (B)(6) 2018. Refractive surprise was noticed on (B)(6) 2018. On (B)(6) 2019 the lens was removed and exchanged with a same model, same size, different diopter lens due to refractive change over time. The exchange resolved the problem. Claim# (B)(4).